Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 323 mg/dl and 123 mg/dl. Customer had no symptoms of high or low blood glucose; did not treat herself. No death or serious injury reported. Customer no longer has the test strips; replaced meter, strips and sending control solutions. Requested return of the suspect meter.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Customer no longer has test strips.